Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke and arrhythmias are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient comorbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. Atrial fibrillation is a common preexisting arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patients disease at some point in the post operative period. According to literature review, and as documented in a clinical technical summary, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the patients caregiver, approximately 4.5 months post implant of a 29mm sapien 3 valve in the aortic position, the patient was hospitalized for heart failure again. The caregiver also stated the patient has had complications post tavr procedure. No additional details were provided at the time of the report.

Manufacturer narrative:
Additional information was received. Section b7 was updated. Section h6 was corrected. Per the patients medical records, the patient underwent successful tavr implantation of a 29mm sapien 3 valve in the aortic position via right transfemoral approach. No complications and no moderate or severe pvl was noted on echo and aortogram. The patient was transferred to the ICU for post tavr management. The patient had a prolonged hospital course requiring ccu admission. The patient had acute respiratory failure with hypoxia requiring intubation and was treated with broad spectrum abx in the setting of leukocytosis and pleural effusion. The patient developed atrial flutter and was started on heparin and amiodarone gtts. Four (4) days post tavr, the patient had a tee cardioversion. Seven days post tavr, the patient had a recurrence of atrial flutter. Additionally, the patient developed stroke and MRI imaging suggested multiple ischemic strokes. Seven days post tavr, the patient was extubated, but required reintubation the following day due to aspiration. A cxr showed MDR pseudomonas. The patient was started on intermittent hemodialysis (ihd) for worsening creatinine and gfr with a tunneled hemodialysis catheter placed approximately 1 month post tavr. The patient had heparin induced thrombocytopenia (hit). The patient passed a swallow evaluation and was started on coumadin bridging with argatroban. Approximately 1 month post tavr the patient underwent a third cardioversion for atrial flutter. After the cardioversion, the patient remained in normal sinus rhythm. The patient was transferred to rehab. After review of the medical records provided, there was no mention the patient in heart failure. The reason the patient developed respiratory failure with hypoxia requiring intubation was not provided. It should be noted the patient developed worsening creatine and gfr with intermittent hemodialysis. Renal failure is a known cause for fluid overload in patients. The tavr implantation was a success. There is no evidence or allegation that the valve caused or contributed to the respiratory failure with hypoxia. The investigation is ongoing.